Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 415 mg/dl after wearing the pod on the arm for an unspecified duration. It was further noted that the patient received an automated delivery restriction alert at the time of the event. The patient presented to the emergency room (ER) on (B)(6) 2026, where she was diagnosed with hyperglycemia. Reported symptoms included fatigue, brain fog, stomach pain, and nausea. Blood tests were performed in the ER, and the patient was treated with intravenous fluids. The patient was discharged from the ER on, (B)(6) 2026.